Event description:
A pectus bar revision surgery was reported. The reported reason for the revision is due to the surgeon not being happy with cosmetic result. A new pectus bar was implanted.

Manufacturer narrative:
The package insert for this device states "while the device is intended to expand the chest wall cavity eliminating the features of the deformity, the degree of initial reshaping and permanent remodeling for each case cannot be predetermined." In addition, the package insert states "inadequate or incomplete remodeling of the deformity or return of deformity, prior to or after removal of implant" is a possible adverse effect. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.